Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: interventional cardiologist the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: while attempting to inflate the tr band, it would not hold air. Approximately 18ml of air was injected into the tr band, and it was unknown where the leak was coming from; however, the balloons never held air. A second band was used and inflated; hemostasis was achieved. There were no issues with the second band holding air, and the patient was transported to the recovery area. They were monitored as to hospital protocol and were discharged without any issues. There was no noticeable damage to device. Device was not manipulated in any way. The device was stored in a storage room. The procedure performed was y-90 mapping. The estimated blood loss was less than 250cc.